Event description:
It was reported that the pt had an unspecified tracheostomy tube and in 2008 a caregiver, one who doctors say wasn't authorized to do so, adjusted his tracheostomy tube. A passe muir valve was placed on the tracheostomy tube, but the cuff of the tube was not deflated. The pt could breath in, but could not breath out and he suffocated. No other info was provided.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation has been requested. The lot number is unk and the model is unk. No analysis or conclusion can be drawn without the device or the lot number. This was a user error. Preventive action opened to improve product labeling and increase awareness to proper use.